Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, on (B)(6)2026, an unknown time after the sensor error had occurred, the patient experienced sweating and loss of consciousness at 05:00am. Eventually an ambulance was called by the patient. When a fingerstick was taken by the paramedics the blood glucose reading was 40 mg/dl. The patient was treated with 2 glasses of orange juice. No further treatment was reported to be needed, the patient recovered at home and was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.